Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was not returned; however, photographs of the device were received for evaluation. Photographic inspection was unable to identify any defects. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was involved in a leak incident. The reporter stated that during peritoneal dialysis (pd) therapy on the homechoice (hc) machine, leakage from the hc door was noticed. The cassette was then replaced, and therapy continued without further problems. There was no patient injury or medical intervention associated with this event. No additional information is available.